Manufacturer narrative:
Per good faith effort (gfe) response, the issue was confirmed as the customer used a flashlight to determine that the backlight was not working. The customer ultimately ordered and installed the replacement ui assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was dark. The remote service engineer (rse) advised the customer to make sure that the software version is 2.10 or higher for compatibility with the second-generation user interface (ui) assembly and provided the customer with the part number and price of the replacement ui assembly for repair. Resolution and disposition.